Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient line became frayed and disconnected from the cartridge. Customer's blood glucose was 231 mg/dl. Customer loaded new supplies and resumed insulin delivery.